Event description:
The patient reported pain at the pocket site. The surgeon has not been able to determine the cause of the pain. The surgeon decided to explant the system in order to perform further medical evaluation.